Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text: device not returned.

Event description:
It was reported, that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.